Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During visual inspection of the pump, it was observed that the pump was returned with moisture in the battery compartment and in the pump. A leak test was performed and failed due to a crack alongside the battery compartment and a crack at the bottom of the right corner between the display lens and the pump seal. The pump was opened and there was moisture found throughout the pump casing. Unrelated to the initial complaint, the vibratory alarm was inoperable and there was moisture observed on the vibration motor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.